Event description:
Medical port was accessed with lifeguard non-coring needle. Upon deaccessing, the tegaderm dressing used to cover the port and needle, was first removed. The needle was removed from the port and the safety cover was engaged. When tilting hand back, the safety cover slides back and the needle becomes exposed again.

Manufacturer narrative:
The investigation of this event will include a review of the lot history file, labeling, manufacturing, and with input from specification developer and component manufacturer. The results of the investigation are pending.